Event description:
The facility¿s risk manager reported an overinfusion on a colleague infusion pump during patient use. The event involved an overinfusion of heparin on a colleague triple channel pump. Only one channel was in use for this infusion. The infusion was programmed at a rate of 10cc/hr, and the heparin was a 250cc bag. The infusion was started, and after an hour, the entire bag had infused into the patient. The event occurred in 2007. No injury occurred to the patient and it is unknown if any medical intervention was necessary. No additional patient information was available. The pump has been quarantined at the facility and the risk manager is trying to schedule ecri to evaluate the device. The risk manager inquired as to whether or not a baxter representative would like to be present for this evaluation.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 11, 2007. The facility's risk manager is in the process of scheduling ecri to evaluate the device. A baxter representative intends on being present for this evaluation. Results of the evaluation will be reported upon receipt.